Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the ipg was in surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may be pending.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was not recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was not recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.